Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: crack on a-rubber (bending section cover) glue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunctions were due to expected or random component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope had a broken metal piece in the suction port. There were no reports of patient harm.